Event description:
Received info regarding multiple cartridge alarms 1 during basal delivery. Customer's blood glucose level was not impacted. Customer was instructed to install a new cartridge.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.